Event description:
Pt reports that he was getting power cable disconnect alarm when attached to power module not on battery. Pt changed out cables with no change. He changed out s.c. No further alarms noted.